Event description:
A customer reported a malfunction alarm labeled as "malf 0." There was no reported impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.